Event description:
Custom total joint pack upon opening, came with only 9 lap sponges where there should be 10 lap sponges. These were counted and recounted by 2 rns plus scrub tech multiple times prior to the patient ever entering the operating room. There were still only 9 sponges present. The count at the end of the case was still 9 lap sponges. There was never any danger to the patient. FDA safety report ID# (B)(4).